Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
It was reported that high impedance was observed on the patient's m102 vns using a vns programming tablet with m3000 v1.5.2.1 software. However, upon running diagnostics after changing the vns output current to 0.00 ma, there was no high impedance present. There was no resulting treatment decision affected by this event. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma, it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. It was communicated to the patient¿s physician that the high impedance observed on the m3000 v1.5.2.1 software was false. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was programmed to 0 ma and provided a true impedance value. No additional relevant information has been received to date.